Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection/thrombosis requiring medical intervention. Device issue: resistance with vessel. It was reported that the promus stent was placed in the mid right coronary artery (rca). It was extremely hard to advance anything around the proximal area of the rca, which was shaped almost like a shepherd's crook. However, the patient came back five hours later; the proximal portion of the rca had thrombosed due to a dissection that was not noticed. Another company's aspiration catheter was used to pull the thrombus out. Additionally, two or three promus stents were also placed in the patient to treat the dissection. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection and thrombosis, as listed in the promus instructions for use, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the thrombus was a secondary effect of the dissection which resulted in ptci. However, a conclusive root cause for the reported patient effects, and the relationship to the devices, if any, cannot be determined.